Event description:
It was reported to st. Jude medical that the ICD was explanted due to erosion.

Manufacturer narrative:
Eval summary: the device history record was reviewed to ensure that sterilization and packaging procedures were followed and that applicable specifications were met. The review indicates that the device was sterile when shipped. The device had been implanted prior to 2006, its use before date. Method: quality records reviewed.